Manufacturer narrative:
A ge service representative performed an on site investigation. The fse found the battery was shorted out and had zero volts under load. It is a reasonable expectation that the system was not able to provide enough power to create excessive radiation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a filament regulator error then a precharge voltage error and was unable to make x-ray exposures. The precharge voltage error will likely prevent the system from booting. There was no patient injury or death reported.